Event description:
Customer reported air past the air detector with no alarm during a hemodlalysis treatment using a baxter meridian hemodlalysis instrument. About 40 minutes after initiating the treatment an air/foam mixture was observed in the entire extracorporeal blood circuit. The customer reported that this condition was not detected by the hemodialysis instrument monitoring systems. The dialysis clinic staff stopped the treatment session before air reached the patient. The customer also reported the instrument was operated according to the manufacturer's instructions for use, including use of a recommended blood tubing set. There was no patient injury or medical intervention.